Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the IFU advises the user to not re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during the withdrawal.

Event description:
Due to severe vessel tortuosity from the lmt to the lcx and moderate calcification, an orsiro mission drug-eluting stent system was selected. Device delivery encountered resistance, even with guideplus support. Upon retrieval, a deformation at the stent tip was noted, leading to discontinuation.